Event description:
A surgeon reported that while performing laser capsulorhexis, there were a few minor capsular tags. The anterior chamber increased, but there were no visible signs of a tear. Also, there were no signs of vitreous presentation, however, visualization was hampered by posterior bubbles. It was decided not to insert the iol (intraocular lens) at this time, and there is the possibility that a vitrectomy may be needed in the future. The surgeon reported that he felt the laser did not cause any problem; his technique and learning curve are potential factors. The iol implant has not yet been scheduled. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser, and there were no unusual findings related to the reported issue. There was no sample returned for eval, and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Based on available info, the likely cause of the reported issue was due to the doctor's technique and learning curve. Capsular tears are an inherent risk of cataract surgery. (B)(4).